Event description:
It was reported that heart failure occurred. The native aortic annulus was noted to have large inner-annular calcium content. A 23mm ltus edge valve was implanted in the patient. Post implant, the patient has experienced increased heart failure symptoms and increased gradients across her aortic valve. The patient has been started on a 3 month regiment of coumadin and is going in and out of heart failure.